Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy, in normal tissue, the first slide of the device allegedly self-activated as the second slide was being primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the right bumper was noted to be missing and the left bumper was noted to be bent by the spring. Based on the finding that the top slide could not lock into the primed position, the investigation is confirmed for the reported failure to prime. The investigation is inconclusive for the reported self-activation as functional testing could not be completed due to the failure to prime. The identified bumper issues likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided kidney biopsy, in normal tissue, the first slide of the device allegedly self-activated as the second slide was being primed. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient contact.